Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2259.

Event description:
It was reported that the patient experienced ineffective therapy. L5 lead exhibited high impedances. Reprogramming was attempted and effective therapy was not established with 2 of 3 leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads were impacted.

Event description:
Additional information indicates that reprogramming was able to restore effective therapy.

Manufacturer narrative:
The patient is no longer experiencing ineffective therapy. There is no device malfunction. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.